Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. There was no battery cap returned. Al testing was performed with a test battery cap. The pump powered on with a test battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. Unrelated to the original complaint, there was evidence of moisture contamination found inside the battery compartment. There was a cover crack observed between the corner of the display lens and the case seal. A 24 hour basal program was run with a test battery cap. There were no reboots, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment. The pump case was removed and there was evidence of additional moisture inside the pump on internal components. An ¿intermittent power¿ event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).